Event description:
In 2009, a female pt that was quite large underwent an anterior/posterior fusion surgery at l4-l5. The surgeon felt that one screw was too medial and wanted to put in a shorter size screw more laterally. As he removed the screw and handed it over to the scrub tech, the screw disassembled into two pieces on the back table.

Manufacturer narrative:
A review of the device history record indicates the part met specification. Visual examination of the returned screw indicates the screw shaft disassociated from the head. Screw disassembly following removal is known due to deformation of the screw. The investigation determined the cause for the adverse event of screw removal and replacement is due to the incorrect screw placement being too medial, and screw selection indicated by the shorter screw desired. Product labeling instructs to ensure screw placement during surgery.